Manufacturer narrative:
The device was received without the electrodes. The device was evaluated and ran within specifications with no failures.

Event description:
It was reported that a patient had an adverse reaction after a treatment with a tens device.the tens was used on the neck and upper back for one hour. Forty five minutes to an hour after the treatment the patient went to the ER due to severe double vision and bright light in her eyes. The symptoms subsided with in five to six hours with prescribed medications.